Event description:
The customer reported the bending section cover of the bronchovideoscope had a leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the connecting tube was peeling and several parts (bending section cover, scope connector cover, grip, scope connector, and angulation lever) of the scope were dirty with foreign material. The report is being submitted due to peeled coating and dirty parts found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings , evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover and damage to the instrument channel. In addition, evaluation found the light guide lens had corrosion, the distal end was scratched, the adhesive on the bending section cover was detached, the bending section cover was cut, the universal cord was discolored, the image was not displayed due to damage on the charged coupled device (ccd), illumination was poor due to breakage of the light guide bundle, and the connecting tube was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received reported the leak was found during reprocessing prior to a diagnostic bronchoalveolar lavage procedure. There was no delay and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress on insertion section by rubbing, hitting, chemical stress due to deviation from IFU (reprocessing manual), by poor storage environment. However, a definitive root cause of the reported events are unable to be determined. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be detected and prevented by following the instructions for use (IFU) which state: important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.) Olympus will continue to monitor field performance for this device.